Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery release, ring cover, heart block, lead flex cover, heart wire contacts, and battery drawer were also contaminated, and the battery contacts compressed. Both bail covers, and the upper and lower cases were broken, the ring was bent, and the lcd display was missing segments.

Event description:
It was reported the device will not turn on. There was no patient involvement. The device subsequently tested out of specification during manufacturer's analysis.